Manufacturer narrative:
Investigation: bd received four samples and verified samples one, two and three contain silicone droplets on the catheter. It should be noted that this silicone does not cause harm to the user and is used to assist in catheter sliding during venipuncture. Based on the investigations conducted for complaints of silicone visible of angiocath, it has been found that the root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project, CAPA#450094, has been initiated to investigate the issue.

Event description:
It was reported that before use of the angiocath 18g x 1.88in there was an issue with foreign matter. The following information was provided by the initial reporter, translated from portuguese to english: when being removed from the envelope by the nursing technician, crystallized droplets along the outside were visualized in the silicone.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the angiocath 18g x 1.88in there was an issue with foreign matter. The following information was provided by the initial reporter, translated from portuguese to english: when being removed from the envelope by the nursing technician, crystallized droplets along the outside were visualized in the silicone.